Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device disposition is unknown.

Event description:
During medical intervention surgeon block gamma 3 small screw, but it was outside the nail, the surgeon remove the screw but the head of the screw was damaged (deteriorated hexagonal tips) surgeon completed procedure with a new screw and did not pay the first cscrew to distributor. Screw removed will be send to stryker for analysis at the beginning they used a target device, as the locking was not well after that they finalize the process in free-hand manner.